Event description:
Reporter alleged the lancet needle on the lancet device used for blood glucose testing stays out and will not retract back when trying to release it after use. It was not provided whether any actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.